Event description:
When an attempt was made to administer device pacing therapy to the pt, the device prompted 'not reading paddles' and the device could not be put into the pacing mode of operation. The pt subsequently went into cardiac arrest, was resuscitated.